Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.

Event description:
This site is experiencing a random error code #53 that locks up this x-ray system and then requires a reboot to clear this error. No patient has been injured during a lockup.